Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection noted the lead tip and helix appeared intact and undamaged. Set screw marks on the terminal pin were confirmed and in the correct locations. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the helix problems identified during the extraction.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this right ventricular lead, sought medical assistance due to chest pain. During follow-up, a high pacing threshold and loss of capture were noted. Furthermore, x-ray imaging showed a lead tip shadow indicative of a cardiac perforation. The lead, a recent implant of less than one month, was then extracted and returned for analysis. No further resulting adverse patient effects were reported however it was stated that during the extraction procedure, the helix failed to function as intended.